Event description:
A dental implant was placed in tooth location #29 in 2004. Subsequently, the pt experienced intense pain, infection and an "osteomyelitis" type of condition. Antibiotics and site flusing did not provide relief. In about 2 1/2 weeks, the implant was removed. In 10/2004, the doctor was contacted and pt stated that the intense pain went away after the implant was removed. The pt was treated with antibiotics and was immediately better. The doctor indicated the pt will be reimplanted by year's end.